Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that the implant didn't work for the patient. The patient had overactive bladder (oab) for 2 years. The consumer further reported that it was the device that didn't work. It didn't work with whatever the patient turned it to, even if it made them uncomfortable it never changed their incontinence problem. The patient went back for their checkups and their health care provider (hcp) set it up higher and worked with it for a short time. It still didn't change the leaking or the urge to go right. The patient was getting up 3 times a night to go to the bathroom and was drinking cranberry juice, which they said was good for the bladder. The patient was sure if their hcp would have stayed around here maybe it may have helped, but it sure didn't help when they were there. The hcp tried everything they should have on the patient and told the patient what the instructions read and the patient never got any better results. The patient had to wear the heaviest pads they could get in order to not have any mishaps. The patient even tried different prescriptions of incontinence pills, which would give them a dry mouth and their dentist said that was really hard on their teeth and they better not do that. The patient wanted to have the device removed, but didn't know what kind of a surgery that would be and it worried them. The patient wanted to know if that was going to be a problem for them. The patient didn't want to be left in bad shape in surgery or after. The patient kind of knew how it was hooked up and it may leave them in worse shape. The indication for use for this patient was gastrointestinal/pelvic floor.